Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that both carts of the navigation system powered down. It was reported that the camera cart could not be booted. After disconnecting the systems from the power outlet, waited two minutes and reconnecting, functionality was returned. There was no patient present when this issue was identified.